Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that during a procedure performed in (B)(6) on (B)(6) 2014, the tulip head of two 5.5mm x 40mm s-lok polyaxial long arm screws splayed and cross threaded when attempting to torque the locking caps. Three (3) locking caps were attempted without success. The polyaxial screws were removed and replaced. A delay of thirty (3) minutes occurred as a result.